Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6)) displayed a tcmid:08 (coolant temp low) error message was confirmed during the functional testing and event log review. The root cause of the tcmid:08 error was determined to be the malfunctioning lm34 a/b temperature sensor, likely attributed to the device's aging, the device life expectancy is 5 years. The thermogard console was manufactured in may 2018 and is over 6 years old. The event log indicated a tcmid:08 error, confirming the reported complaint. The thermogard console failed functional testing due to the displayed tcmid:08 error message, thus, confirming the reported complaint. The lm34 a/b temperature sensor was replaced to remedy the reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with sn (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:08 (coolant temp low) error message during the setup for the treatment. Another thermogard console was used to continue with treatment. No consequences or impact to the patient.